Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Multiple attempts were made to gather additional information regarding the type of insulin therapy the customer would use, however, no response we received. Customer¿s blood glucose level was in the 112-190 mg/dl range.